Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the patient had corrosion of the profemur® plus cocr modular neck where it is joined to the profemur® plasma z femoral stem additional the patient is now scheduled to have his right hip revised on (B)(6) 2022, by dr. In (B)(6) 2021 plaintiff developed adverse symptoms including, but not limited to, progressively worsening pain in and around his hip joints. In (B)(6) 2021 an MRI demonstrated large fluid filled collections over both of plaintiff's hips. In (B)(6) 2021 laboratory tests also revealed that plaintiffs cobalt and chromium levels in his blood were significantly elevated.